Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated and was due to continuous glucose monitor (cgm) issues. Contact declined to provide additional information regarding elevated bg and what the cgm issues were. Contact decline further follow up from tandem technical support.